Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. Fluid was discovered during dwell 1. Fluid was discovered in the pump module area and fluid leaked from the patient line. There were no alarms/warnings associated with the leak. Multiple attempts were made to gather missing details but no data was provided. A sample product has not been returned.